Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. A stylet could not be properly inserted in the lumen of the lead. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Cuttings in the insulation were detected, which originated most likely from the explantation procedure. Coagulated blood and significant volume of tissue residuals were found at the lead tip. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgment. The physician tried to reposition the lead, but there was tissue stuck in the helix. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.